Event description:
It was reported that the array was difficult to extend. A 2.0cm x 15cm leveen superslim needle electrode was selected for use in the radiofrequency ablation of a 3cm liver tumor. After positioning and inserting the needle electrode into the lesion, the array could not be fully opened and slid. After several attempts, the same situation occurred. After removing the needle electrode, it was found that the array was deformed. The procedure was completed with this device. No patient complications were reported, and the patient was in stable condition following the procedure.

Manufacturer narrative:
D4: model number, lot number, catalog number, expiration date, and unique identifier (UDI) # updated based on additional information received. Device eval by manufacturer: the device was returned to boston scientific for analysis. It was possible to observe that the needles were bent. Functional testing was performed; the handle was extended and retracted, and the needle/tines could be activated without any issue. The reported issue of a deformed array was confirmed; however, the reported difficulty extending the array could not be confirmed.

Event description:
It was reported that the array was difficult to extend. A 2.0cm x 15cm leveen superslim needle electrode was selected for use in the radiofrequency ablation of a 3cm liver tumor. After positioning and inserting the needle electrode into the lesion, the array could not be fully opened and slid. After several attempts, the same situation occurred. After removing the needle electrode, it was found that the array was deformed. The procedure was completed with this device. No patient complications were reported, and the patient was in stable condition following the procedure.